Event description:
It was reported that when the patient presented for a routine device check, noise with an aborted shock were observed. No noise could be reproduced with manipulation. A lead fracture was noted. The lead was explanted and replaced. Patient tolerated the procedure well and no complications were noted.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 14.1-15.2cm, 14.1-14.5cm, and 27.7-29.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.3-11.0cm and 26.1-27.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 25.3-25.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 25.1-25.4cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise. The reported fracture was not confirmed.